Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service and repair record review was attempted for the subject device. The review could not be completed as this device is a lot-controlled item. The manufacture date of this item is 7-jul-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the centering pin is missing from the pelvic reduction forceps. This issue was discovered by the sales representative as he was reassembling the pelvic sets. There was no surgical or patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the centering pin was missing. The repair technician reported ¿missing parts¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item was forwarded to the synthes complaint handling unit on 25-nov-2015 for further investigation. The service and repair evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one pelvic reduction forceps was received. Upon visual inspection of the complaint instrument, it can be seen that the rivet that holds the two handles of the forceps is missing from the instrument and was not returned. The rivet is welded on the top and bottom surface of both handles to enable the forceps to pivot around the rivet. A root cause could not be determined; however, a possible cause could be wear and tear on the device over the 10 year life span which would include multiple sterilization cycles. This complaint is confirmed. The pelvic reduction forceps can be utilized in both 3.5mm low profile pelvic system (comprehensive solution for pelvic fracture fixation) and the pelvic implants and instrument system (dedicated system for reconstructive pelvic and acetabular surgery). The pelvic forceps are used in conjunction with two temporary cortex screws that are inserted anteriorly to aid in the reduction of the fracture. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. No service history review could be performed as this is a lot controlled item. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.